Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using a covera stent. Prior to the procedure it was reported that the shipping box was bent and folded, the outer product packaging was bent, and the inner product packaging was creased and as a result the covered stent was bent immediately where it meets the delivery system and with additional slight bending further down the stent. Reportedly, there was however no obvious breach to the sterility as the inner product packaging remained sealed. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using a covera stent. Prior to the procedure, it was reported that the shipping box was bent and folded, the outer product packaging was bent, and the inner product packaging was creased and as a result the covered stent was bent immediately where it meets the delivery system and with additional slight bending further down the stent. However, no obvious breach to the sterility as the inner product packaging remained sealed. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the device was not returned for evaluation but provided photos show the shipping box, and device cardbox damaged and the device inside pouch which is a little bent around the kink protection area which leads to confirmed results for shipping damage. There were no indications of manufacturing deficiencies. In this case, it was reported that the device shipping box was found damaged when the product was received. Based on the available information and the provided photos, the investigation of the reported issue is closed with confirmed results. A definitive root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the reported issue. The IFU states that "examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed". G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.